Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive flu a or flu b and sars result for symptomatic patient. The customer communicated the sars result was confirmed negative by molecular (pcr testing). No confirmatory testing completed for flu a or flu b result.